Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, inflation doesn't work.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the evaluation of the returned device. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. The separation appeared smooth and straight, indicating contact with sharp instrumentation. An aneurysm was noted in the bladder of cylinder 2. Testing revealed this not to be a site of leakage. Partial separations within an area of confined abrasion were noted in the exhaust tube of the pump. Testing revealed these not to be sites of leakage. Partial separations with pulled monofilaments were noted in the longer exhaust tube of the pump. Testing revealed these not to be sites of leakage. No functional abnormalities were noted with the pump or cylinder 2. Based on review of the available information and examination of the returned product, quality concluded that the aneurysm in the bladder of cylinder 2 was most likely the reason for explant. Quality further concluded based on previous quality simulations that the aneurysm was most likely due to over inflation of the device while in-vivo. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the exhaust tube of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, quality concluded that the separations most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5723570.

Event description:
According to the available information, inflation doesn't work. Further information indicated that when the pump is activated the prosthesis does not inflate.